Event description:
Strykeflow 2 ref. 250070520 disposable suction/irrigator with disposable tip batteries started to smell like they were burning. Immediately turned off and removed from machine. No harm.